Event description:
It was reported there was an undesirable change in stimulation following a fall. The patient felt tingling in different areas, particularly in front of the thigh and occasionally in the leg, but no consistency. The stimulation was no longer covering the patient's pain. The impedances were measured, and the results indicated there were likely "several" fractures in the system wiring. Reprogramming was attempted, but the results produced "much" abdominal stimulation. The leads were replaced, and the patient recovered without sequela.

Event description:
Additional information received reported that there were high impedances. It was also noted that per emr notes dated (B)(6) 2011, the device was not working. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 377760, lot #n0037462, implanted: (B)(6) 2005, explanted: (B)(6) 2011, lead model 377760, lot #j0546738v, implanted: (B)(6) 2005, explanted: (B)(6) 2011, recharger model 37752, serial (B)(4), programmer model 37742, serial (B)(4).